Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced and elevated blood glucose (bg) level of 250 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer believes the food consumed prior to delivering a correction bolus contributed to their elevated bg levels; therefore, troubleshooting with tandem technical support was declined.